Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring system associated with this pacemaker indicated a possible device anomaly. The patient was referred to their clinic to for follow-up. The device remains in service. No adverse patient effects were reported.